Event description:
It was reported that the backup system controller was replaced due to lines on display. The patient was presented for routine outpatient clinic visit. The emergency backup battery (ebb) was changed in the primary and backup controller due to normal expiration. When changing the ebb in the backup controller, the controller alarmed for driveline disconnect and low flow alarms. It was also noted that the backup controller had damage to the liquid crystal display (lcd) display screen where lines of the screen pixels were not working. It was determined the safest option for the patient was to replace the backup controller for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines on the display was confirmed during evaluation of the returned heartmate 3 system controller (serial number (B)(6)). During testing, five white vertical lines were noted in the display screen. The parameters of the system were still visible when navigating through the displays. The controller operated the pump as expected, communicated with a system monitor as expected, and activated alarms as expected. Further troubleshooting isolated the observed display issue to the liquid crystal display (lcd) screen. Following replacement of this screen, the controller was able to display information correctly. The root cause of the reported event was determined to be due to damage to the lcd screen. A corrective and preventative action (CAPA) was created to reduce the occurrence of this issue, and the fabrication procedure was updated. The system controller related to this event was manufactured before the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.